Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device leaking was duplicated. A sample was taken. Based on the investigation details, the likely cause was a broken seal and problems with the o rings.

Event description:
It was reported that lubrication leaked out of the handpiece during the washing and sterilization process. There was no pt involvement. There were no adverse consequences reported as a result of this event.